Event description:
Patient had a tvt mesh placed in (B)(6) 2012, this was revised (B)(6) 2012. The device was not removed, but snipped and remains in place. Within 24 hours of the revision surgery she developed diffuse myalgias and 4 days later reports she developed hand and foot swelling. Shortly thereafter she developed a papular rash, first on her right thigh, then more extensively on her trunk and arms. She began treatment but did not improve and was hospitalized on (B)(6) 2012 due to the sensation of her throat closing. Despite an increase in steroids she noted persistent forefoot and lower leg pain, pins and needle sensation occasionally and dysesthesia. She described this as burning but also has some tingling. Her acute reaction was thought to be a self-resolving serum reaction due to antibiotic prophylaxis, but her symptoms did not resolve and her blood tests remained abnormal. The patient was unable to work due to this reaction. She continued to have joint pain, redness and swelling. In (B)(6) 2013 she redeveloped a widespread rash. Further testing was negative for a specific connective tissue disease. Patient was diagnosed with polyarthritis. The patient has needed treatment with steroids and multiple other medications since her surgery. It is believed that with the very close timing of the onset of polyarthritis and the cutting of the tvt mesh it is more likely than not a causal connection between these events.